Manufacturer narrative:
The permanant cautery spatula instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a segment of the conductor wire dislodged and sticking out from the distal clevis. A loop of wire was sticking out such that the wire protrudes above the outer surface. The wire insulation was not damage, no thermal damage found, and the instrument passed an electrical continuity test. Components adjacent to the dislodged wire do not show damage.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during central processing, the 8mm permanent cautery spatula (pcs) instrument was observed to have an exposed and pinched wire. There was no report of patient involvement.

Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation.